Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D03- intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations was able to confirm and reproduce the reported problem. Fa found the primary finding of molded insulator broken to be related to the customer reported complaint. The instrument was found to have a broken molded insulator located at the distal end. A piece approximately 0.036" x 0.052" was broken off and was not returned. The root cause of this failure is attributed to manufacturing. There was also an additional finding that was not reported by the site and not related to the primary issue. The instrument was found to have a severely bent grip, causing a misalignment of the grips. The root cause of severely bent instrument grips tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the force bipolar instrument (part# 471405-06 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used on 28-may-2021 via system serial# (B)(4). There were 2 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported as malfunction event due to the following conclusion: it was alleged that the instrument had damaged conductor wire with no evidence or claim of user mishandling or misuse. Damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar instrument was noted to have broken black cable. There was no report of patient involvement. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue was identified in the central processing after the cleaning of the instrument, so after the procedure. The patient was not harmed or injured. No malfunction of the instrument occurred during the surgical procedure. Patient demographics are not available.